Event description:
Trocar piece broke off trocar while pulling out suture. Not reprocessed. Piece was retrieved from abdomen without injury. What was the original procedure? Hysterectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Summary and conclusions: surgiquest, inc. Received a user facility report on (B)(6) 2015 regarding a "product problem" involving a broken laparoscopic trocar manufactured by the company. The product problem occurred on (B)(6) 2015. The event description in the uf report informed that a piece of the cannula broke off during an abdominal robotic laparoscopic hysterectomy on a (B)(6) year old female and that the "device broke while pulling out a suture". The piece was retrieved and there was no injury to the patient nor were there any adverse clinical consequences. (Note: the description states it was the "trocar" that broke. It is implicit in the description that the "cannula" module of what is generically referred to as a trocar device is the component that is described. The damaged cannula was returned to the company for evaluation. The medical device reorder code for this device is (B)(4). The device is a 12mm diameter access port, 120mm in length. The lot number of the device was reported as 378. This is not a recognized lot number but the company has determined the lot number to be 378-14be. The device was returned to the company and said device was submitted for engineering and quality evaluation. The evaluation concluded that there are no manufacturing or processing defects evident in the returned device. There was, however, evidence of damage to the device in the local area of the problem and an appearance that the distal diameter of the device was manipulated aggressively with a grasper or other object. Additionally, and as we learned upon receipt of the uf, the device problem occurred while the user was pulling out a suture. (Note: it is implicit in the problem description that there was a needle attached to the end of the suture.) It is well established that he outward force of an oversized or ill-fitting object can be a contributing factor in creating an inordinate stress on cylindrical molded plastic resulting in damage. Three devices from the same lot (378-14be) were removed from the lot retains inventory and were subjected to engineering stress testing and the failure mode could not be reproduced, i.e. Failure mode described as shearing or breaking of the cannula by applying external or internal forces to the distal end. For the purposes of this memo it is prudent to review the circumstances in light of the reporting guidance,"medical device reporting for manufacturer's, july 9, 2013". According to the definitions included in the guidance there was no reported death or serious injury. There was no life threatening consequence nor was there a permanent impairment of a body function. In the unlikely event that this type of problem was to recur, there would be no likelihood of injury to the patient. In conclusion, there was no manufacturing defect found upon evaluation of the returned device and there is no emerging trend for this failure mode. The device evaluation must conclude that an excessive external and /or internal force caused the device to crack. Retained devices from the reported lot were subjected to engineering stress testing and the failure mode could not be reproduced.